Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 952112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal, degenerative disc disease, spinal stenosis, fibromyalgia, rheumatoid arthritis, insomnia, chronic fatigue and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction type"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, female sexual dysfunction, hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, nausea, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 952112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index low, degenerative disc disease, spinal stenosis, fibromyalgia, rheumatoid arthritis, insomnia, chronic fatigue and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction type"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, female sexual dysfunction, hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, nausea, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Other relevant history updated. Lot number newly added. Events: pelvic pain/ pain, abdominal pain, vaginal pain, apareunia (inability to have sexual intercourse), allergic or hypersensitivity reaction type, bladder disorder, urinary tract disorder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bladder infection, urinary tract infection, nausea, vaginal infection, nickel allergy, weight gain, plaintiff did not undergo essure confirmation test were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.